Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there were touchscreen issues. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the touchscreen and confirmed that there was misalignment in the touch position. The asp performed a calibration of the touchscreen and there was no improvement of the device issue. The asp replaced the touchscreen and the issue resolved. No other abnormalities with the device were observed following the part replacement. The asp then completed a comprehensive inspection, cleaning, running test, and functional test on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the touchscreen flex circuit successfully passed all resistance tests. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Added d4.

Manufacturer narrative:
Correction to previous device evaluation: the replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. The high out of specification resistance results were the cause of the touchscreen misalignment issue and the reason the issue could be confirmed at the pil. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.